Event description:
A user facility biomedical technician reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak was noticed approximately three hours into the treatment. Blood was observed dripping from the ¿t¿ connector, where the skinny heparin line connects to the hard plastic piece. There were no alarms from the machine. There were no visible defects at the leak location, and the heparin line appeared to be properly seated in the connector component. The cm stated there were no known loose connections. After the staff noticed the leak, the patient¿s blood was returned and the treatment was ended early. The patient¿s blood loss was reportedly minimal; estimated blood loss (ebl) was less than 25 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment, but they did not develop any symptoms or issues because of this. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak was noticed approximately three hours into the treatment. Blood was observed dripping from the ¿t¿ connector, where the skinny heparin line connects to the hard plastic piece. There were no alarms from the machine. There were no visible defects at the leak location, and the heparin line appeared to be properly seated in the connector component. The cm stated there were no known loose connections. After the staff noticed the leak, the patient¿s blood was returned and the treatment was ended early. The patient¿s blood loss was reportedly minimal; estimated blood loss (ebl) was less than 25 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment, but they did not develop any symptoms or issues because of this. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.